Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2022; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a note in the patient's chart that said one of the leads is dislodged and not in the correct location. Caller stated that the leads are no longer are not side by side. Caller mentioned that the patient is scheduled to go in and have the leads replaced but has not done it yet. Reviewed considerations related to MRI. There was a note from (B)(6) 2026 in patient's chart but caller doesn't know if there were issues prior. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.